Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted the instruction for use, states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. The investigation was unable to determine a conclusive cause for the reported deflation issues and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
Additionally, it was reported that during device preparation, the device was not submerged to activate the coating or flushed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the chronic totally occluded, heavily calcified, 99% stenosed, mid right coronary artery (rca), after excessive pre-dilatation the 3.0 x 30 mm trek balloon dilatation catheter (bdc) was used in the procedure. This was the 6th bdc used in the procedure and the physician suspected only contrast was in the indeflator as balloon deflation time was lengthy; however, the same indeflator and contrast mix was used with other devices without issue. A 3.0 x 38 mm xience prox stent was implanted using the same indeflator without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.